Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2023. Per the consumer, she had reagent on the swab and inserted the swab into both nostrils. The consumer applied a saline solution after. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Technical services provided the safety data sheet to the customer. The remainder of the investigation remains in progress. Technical services advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided after completion. Single use, device discarded.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single use, device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2023. Per the consumer, she had reagent on the swab and inserted the swab into both nostrils. The consumer applied a saline solution after. No additional patient information, including treatment and outcome, was provided.